Manufacturer narrative:
H6: updated. H3: one sample and two photos were received. Sample was visually and functionally tested and the customer reported complaint was able to be confirmed. The probable cause of the issue is due to machine wear and a lack of orientation control during heat exchanger assembly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
This supplemental is being sent as investigation was updated with the probable cause of the confirmed customer complaint. The probable cause was determined to be due to the tolerance drawing not being drawn to the correct tolerance.

Manufacturer narrative:
Investigation summary: the customer provides two photos where it shows a di-50 assembly not fixed in the h-1200 level equipment. According to the photos provided by the customer the failure of the complaint was confirmed. No cause established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B2. Date of death: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing for the level 1 infuser would not fit into device. Blue "post" is too long and staff not able to insert into warming device. Significant delay and failure to commence resuscitative fluids in a timely manner. This problem/incident resulted in unexpected or prolonged care. The frequency of this problem is recurring. There was patient involvement, and death was reported.